Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 3.7-4.4cm from the distal end of the svc shock coil. External insulation abrasion was found at 16.9-17.5cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations.

Event description:
Patient was known to have externalized conductors according to a previous fluoroscopy. No electrical anomalies were noted. Patient recently developed a foot infection which migrated to the heart. The lead was explanted and replaced.